Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000108171.

Event description:
It was reported that the patient's ipg was unable to be set to MRI mode. Repositioning of the patient did not resolve the issue. Diagnostic testing revealed high impedances present on one of the patient's leads. The patient does not have effective therapy. The next course of action has not been determined at this time. It is unknown which lead has high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.